Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced tape not sticking event in which infusion sets just fell off for unknown reason and lost two infusion sets in one day event on (B)(6) 2026. The patient had redness on site at leg.